Event description:
The pt received a minor burn of approx 4" x 2" on the abdomen beneath the ventilator circuit, a pediatric tubing with a heating wire, which had been resting on the pt's abdomen for 30 to 60 seconds. The circuit was found to be hot to the touch. The humidifier was evaluated by biomedical engineering & the problem was duplicated & felt possibly to be related to be temperature probe which was shown to have a moderately bent tip. The humidifier temperature probe alarm did not sound to indicate a probe malfunction as the problem was intermittent in nature. Tests were performed on the humidifier with new temperature probes & no problems were noted.